Manufacturer narrative:
Other, other text: additional information: d4 UDI is unknown. No product information has been provided to date. D5, g5 and h6 this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records., corrected data: d1, d2, d3

Manufacturer narrative:
Information received a smiths fluid warming/level 1 hotline low flow systems - hl-90 reported a malfunctioning lcd display was confirmed. The physical condition revealed bent micro switch . Liquid crystal was leaking in lcd and cracked tank cover. Action taken to replace the pcb, tank cover, plate clip, and micro switch.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has a malfunctioning lcd display. No further information.